Event description:
The pump was noted to be alarming intermittently. The patient had no overt symptoms of withdrawal, but did have a low grade fever and was starting to appear tight. The pump was interrogated. Multiple motor stalls were noted. The patient was supplemented with oral baclofen. The pump was replaced. The patient outcome was reported as "non-serious injury/illness". The device system was used to deliver baclofen.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.